Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not turn off insulin delivery at times. There was no reported impact to blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.